Event description:
After ablation completed, surgeon attempted to remove device from uterine cavity; sheath " wadded" and would not slide over thermal elements making removal difficult. No patient harm. Device being returned to MFR.